Event description:
On (B)(6) 2025, the user reported multiple low blood glucose (bg) episodes associated with physical activity. Bg reached a low of 39 mg/dl and a high of 218 mg/dl. The ilet alerted to the out-of-range values, and the lows were corrected with oral glucose (smarties and juice). Additional training was scheduled for the user. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.